Manufacturer narrative:
(B)(4).

Event description:
The patient reported last charging in (B)(6) 2015. Therapy had stopped due to a power on reset (por). This was seen when the patient was trying to charge. It was unknown if the por was related to an overdischarge event. The reason for not charging was due to not needing the implant because he was not in pain. The por was noted to be an information por. The por was gone from the recharger and the patient was going to continue to charge. It was reviewed that he would possibly need the programmer to clear the por once charging was finished. Relevant medical history included post lumbar laminectomy syndrome. No follow-up was required.